Event description:
During open heart surgery, while pt was on bypass, an error message of "no com" appeared on the display screen on the arterial roller pump. An attempt to override the alarm was made but was unsuccessful. Three (3) attempts were made to reboot the system but were unsuccessful. While staff was in the process of switching pumps, the error message disappeared from the display screen, and the system functioned without difficulty for the remainder of the operation.